Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had forgotten to remove the infusion set needle guard when the cannula was inserted. Blood glucose (bg) was high. The infusion set was changed. Although requested, the customer could not recall the type of infusion set used at the time of the event.